Manufacturer narrative:
Investigation: one sample model 10014914, lot 24036238 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and no leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10014914 lot number 24036238 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd as syr psd microbore leaked. The following information was provided by the initial reporter: per the customer, versed gtt was leaking at nad site. (Line has been flushed w/ ns before attaching)